Event description:
The event is reported as: upon preparing to extubate a pt, the nurse found the pilot cuff inflation/deflation tube disconnected from the main isis endotracheal tube itself and laying unattached on the pt's chest. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.